Event description:
It was reported that the surgeon mentioned there were bubbles visible during the procedure. He experienced a vitrectomy and added that he thought the bubbles were the cause. There was a 10 minute delay in the procedure. We learned through follow up the bubbles were seen during the procedure, during chop, the quadrant and irrigation/aspiration phase. It is unknown how the patient is now. Through further follow up it was confirmed the suspect device was opo73, lot number not available. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. The phaco tubing pack is not an implantable device. Section d6b: explant date: not applicable. The phaco tubing pack is not an implantable device; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the phaco tubing pack was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.